Event description:
Patient scheduled for aortic valve replacement (avr) and maze procedure. Maze procedure unable to be performed because atricare device did not work. A second handpiece was opened and it did not work. Atricure rep was notified by staff. Clinical engineering was notified.======================manufacturer response for ablation switch matrix, asb3 (per site reporter).======================sending new cable handpiece.